Manufacturer narrative:
Manufacturer year: 2007 (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient experienced a decenter flap on the left operative eye(os) on the day of initial treatment on (B)(6) 2018. A brief description indicated the patient had an off centered flap ¿ vertically decentered towards superior sclera of os - during the procedure. The laser treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of blurred vision. The surgery center noted the blurred vision was due to not performing the lasering after the flap creation. The patient reported the symptoms are not interfering with daily activities. The patient will return for photorefractive keratectomy (prk) procedure once the eye is stabilized. Bcva from (B)(6) 2018: right eye pre-op 20/25 5.25 x -2.50 x 177, left eye pre-op 20/30 5.50 x -2.25 x 14.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.